Event description:
Report received that the pump will not function on dc power, and does not alarm to alert the user. It was reported that if the pump is connected to ac power and is unplugged, the screen goes blank and the pump shuts off. The pump does not alarm. There was no pt involvement and no reports of any adverse pt event while the pump was in clinical use.